Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the infusion set tubing. The customer's blood glucose level was 148 mg/dl. Reportedly, the customer primed the tubing until no air bubbles were observed. The customer resumed insulin delivery.